Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported tamponade could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2018-00428, 9680001-2018-00185 . During a pulmonary vein isolation ablation procedure, a pericardial tamponade occurred. Following ablation on the left pv and movement and waking of the patient, the patient became hypotensive. An echocardiogram confirmed a pericardial tamponade on the left atrial appendage, for which a pericardiocentesis was performed. The patient was transported to the or for surgery and was successfully treated and stabilized. It was indicated the tamponade occurred due to a complicated transseptal puncture and a non-anesthesia procedure with a lot of patient movement. There were no performance issues with any abbott device during the procedure.